Manufacturer narrative:
Product complaint # (B)(4).this report is for an unk - screwdrivers: shafts/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported from the j&j¿s distribution center on (B)(6), 2021, that the shafts were not able to be detached. No further information is available. The same event reported in (B)(4) occurred this time. This report is for (1) unk - screwdrivers: shafts this report is 1 of 11 for (B)(4).